Manufacturer narrative:
Evaluation summary: no data regarding product identity was rec'd, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant, a patient had increased intraocular pressure. The device was found to be clogged ten months postoperatively. The device was explanted. An iridectomy and trabeculectomy were also performed. Add'l info was requested.